Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the injection site of a multirate infusor was broken. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with unspecified fluids inside the bag that contained the unit because the distal luer was not closed which allowed the fluid to empty inside the bag. During visual inspection the device was observed with a broken (non-baxter) syringe tip stuck inside the fillport (injection site). No evidence of damage was found on the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.